Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was pushed, the shaft became separated. The device, including the separated part, was completely removed from the patient's body and the procedure was completed with a shorter synergy¿ drug-eluting stent of the same diameter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break at approximately 280mm distal to the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was pushed, the shaft became separated. The device, including the separated part, was completely removed from the patient's body and the procedure was completed with a shorter synergy¿ drug-eluting stent of the same diameter. No patient complications were reported.